Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor was resetting. Upon evaluation, the monitor exhibited a ram failure at bga components u100 and u101 on the computer / analog (ca) board (B)(4). Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.